Event description:
Interference with anesthesia cart when device activated (pulse o2 and cardiac rhythm). Original setup utilized to complete case, anesthesiologist felt as though patient was not at risk and procedure was short.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).